Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient's implantable cardiac monitor (icm) revealed missing electrograms (egm) due to a diagnostic anomaly. Meanwhile, older transmissions revealed tachycardial episodes. The icm was explanted and replaced with a implantable cardioverter defibrillator (ICD). The patient no adverse consequences.

Event description:
New information received indicates that bluetooth connection was interrupted on (B)(6) 2025 and was restored on (B)(6) 2026.